Event description:
Problem: the med devices agency has rec'd a report of false positive results in chlamydia immunoassay testing, due to the use of swabs which were not intended or validated for such use. Mgrs of labs in which immunoassay testing is carried out should: ensure that appropriate swabs are used taking into account the mfrs' recommendations, obtain evidence from the swab MFR that the swabs have been validated for such use, ensure that those supplying samples are made aware of the problems arising from the use of inappropriate swabs. In the absence of any recommendations from mfrs, the suitability of swabs for such use should be established. Mgrs responsible for the purchase and supply of swabs for sample collection should seek advice from their testing labs to ensure that appropriate swabs are used. Mda has rec'd a report of an increase in the number of false positive chlamydia tests. Following investigation, it was found that the swab used for sample collection was not suitable for use with this kit. Neither the swab MFR nor the kit MFR had recommended the swab for such use. The instructions for use supplied with by the kit MFR contained advice on an appropriate swab to use. Similar problems may occur with other immunoassays.